Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2016, aortic regurgitation was suspected; however the valve remained implanted at this time. The valve required explantation per report on (B)(6) 2017 as there was severe as secondary to calcification. The patient's medical history does include end-stage renal disease. Ex vivo, the valve was found to be highly calcified. A 23mm regent valve was implanted.

Manufacturer narrative:
The results of this investigation concluded that all three leaflets were fibrotically thickened and contained calcifications. Tearing was observed in leaflets 2 and 3, and pannus was found on the both inflow and outflow base of all three leaflets. No inflammation was observed. No evidence was found to suggest the cause of the fibrous thickening, calcifications, tears, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.